Event description:
It was reported while using bd safe-clip¿ it was not clipping properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: a follow-up call is made to the patient's attendant who stated that the needle cutter does not work, because it does not cut the needle, it only doubles it. Therefore, retraining is scheduled in order to show damage to the aforementioned device. (Lot 7177532).

Manufacturer narrative:
The manufacturing location for this product is nypro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following field were updated due to additional information: h6: investigation summary no samples were returned therefore the investigation was performed based on the video provided. One video pertaining to a bd safeclip was provided. The attending program of the patient reported that the needle cutter does not work, because it does not cut the needle, it only doubles it. The video was examined, and it was observed that the bd representative was training the patient on how to use the safeclip device, you notice the patient entering the patient end of the needle into the device from the video you cannot determine what occurred afterwards as it was not shown in the video. Therefore, it could not be determined what was prohibiting the cannula from easily entering the aperture of the safeclip from the video alone. Based on the video received, embecta was unable to confirm the customer¿s indicated failure of not clipping. Root cause cannot be determined at this time as the issue is unconfirmed as no samples were returned. H3 other text : see h10.

Event description:
It was reported while using bd safe-clip¿ it was not clipping properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: a follow-up call is made to the patient's attendant who stated that the needle cutter does not work, because it does not cut the needle, it only doubles it. Therefore, retraining is scheduled in order to show damage to the aforementioned device. (Lot 7177532).

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd safe-clip¿ it was not clipping properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish to english: a follow-up call is made to the patient's attendant who stated that the needle cutter does not work, because it does not cut the needle, it only doubles it. Therefore, retraining is scheduled in order to show damage to the aforementioned device. (Lot 7177532).